Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6), 2026, senseonics was made aware of a user's hyperglycemia event. A review of device data (dms) revealed a discrepancy between sensor glucose (sg) and blood glucose (bg) readings. The sg was 47 mg/dl while a confirmatory fingerstick bg was 331 mg/dl, indicating a inaccuracy. No high glucose alert was triggered because the sensor glucose value did not exceed the user-configured high alert threshold of 250 mg/dl. The user did not seek medical treatment and instead self-managed the event with insulin. Their healthcare provider was not informed, though the user was advised to follow up for further guidance. At the time of review, the user was continuing system use with up-to-date information.